Event description:
Radiographic equipment event: under table detector assembly-hinged mounting bracket failed. Specifics. The mounting bracket that connects the table based to the imaging detector assembly failed causing the entire assembly to fall to the floor.